Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: a review of the pump¿s black box revealed evidence of an unusual drastic voltage drop that led to a ¿cs128¿ alarm. The battery compartment and battery cap were undamaged and able to fit securely. The ez-prime¿ steps were performed correctly, all currents draw were within specification and no overheating or any alarms occurred during the investigation. The ¿temperature¿ complaint was unable to be duplicated. The pump¿s cover was removed, and there was no intermittent condition was found. (B)(4).

Manufacturer narrative:
Follow-up #2, 20-march-2017- correction to serial#.